Manufacturer narrative:
Patient country: (B)(6) patient city: london. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced that the infusion set that came off that there was no glue in the adhesive after one day on (B)(6) 2026.